Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2022).

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon portion was allegedly damaged after the balloon was removed from the patient. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon portion was allegedly damaged after the balloon was removed from the patient. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review:the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was returned for evaluation.the returned sample analysis confirmed a thin opaque material exiting the distal tip of the catheter, was the inner layer, hdpe. The thin opaque material extends approximately 6-7 mm form the distal tip of the catheter. The thin opaque material appears to be cylindrical in nature. The root cause of failure to advance over the guidewire due to material separation could not be determined based upon the available information received from the field communications and the returned sample analysis. Labeling review: instructions for use states: section 5.4 device use/procedure precautions: always advance and retrieve the lutonix® catheter under negative pressure. Do not continue to use the lutonix® catheter if the shaft has been bent or kinked. Section 10.6 use of the lutonix catheter: 9. Apply negative pressure to fully deflate the lutonix® catheter. Prior to removal, confirm that the balloon is fully deflated under fluoroscopy. 11. Withdraw the lutonix® catheter from the body under negative pressure. Maintain the guidewire across the stenosis. D4 (expiry date: 12/2022), h6(method: 3331). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.